Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 99% stenosed lesion being treated was located in a uncalcified and moderately tortuous shunt. The physician advanced a 4.0 x 40 mm sterling balloon catheter to the target lesion. The balloon was inflated to 6 atms twice. Then upon the third inflation, at 6 atms, the balloon ruptured. The device was successfully removed. No complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Age at the time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).